Event description:
It was reported that there was alert on this cardiac resynchronization therapy defibrillator (crt-d) for left ventricular (lv) lead pacing percentage less than expected. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was inhibition of lv pacing due to possible oversensing of the right atrial (ra) lead signal. Ts discussed device optimization for troubleshooting. It was noted that optimization was attempted without desired effect so the clinic will continue to monitor. The lv lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, the lv capture threshold was high. Technical services (ts) discussed troubleshooting including optimizing lv programming. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that there was alert on this cardiac resynchronization therapy defibrillator (crt-d) for left ventricular (lv) lead pacing percentage less than expected. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was inhibition of lv pacing due to possible oversensing of the right atrial (ra) lead signal. Ts discussed device optimization for troubleshooting. It was noted that optimization was attempted without desired effect so the clinic will continue to monitor. The lv lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this crt-d system remains in service.